Event description:
Programming history database periodic review was performed and high impedance was verified. The device was disabled a couple of weeks after high impedance was observed. The family chose not to proceed with vns replacement due to reported lack of efficacy. No additional or relevant information has been received to date.